Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed via fluoroscopy during device- change-out. All other parameters were within normal limits. Physician elected to not change the lead. Patient will continue to be monitored with regular follow-ups.